Event description:
Customer reported fluid leaked from a hole in the pumping segment below the upper fitment. The administration set was replaced without incident. No pt harm reported. No additional event info provided.

Manufacturer narrative:
(B)(6). Product evaluated and the customer's report that the tubing leaked below the upper fitment was confirmed. A 0.0765 inch long tear was noted on the silicone pumping segment below the upper blue fitment. Four crush marks were present on the upper blue fitment. The root cause of the tear was not identified.